Manufacturer narrative:
Model number: 72404127, lot number: 1000265957, model description: control pump fgs iz. Model number: 72400024, lot number: 1000282213, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter was tried but not implanted due to unspecified reasons. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.